Manufacturer narrative:
Device return date of (B)(6) 2015.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was an alert for "possible damage to high voltage circuit" which occurred during automatic capacitor maintenance. In clinic, manual capacitor maintenance could not be performed. The device was replaced and patient was in good condition after the procedure.

Manufacturer narrative:
The reported field event of an sosd alert was confirmed. The cause of the sosd alert was found to be due to damaged hv output transistors. The cause of the damaged hv output transistors is believed to be due to a hybrid anomaly.